Manufacturer narrative:
(B)(4).

Event description:
The patient experienced her bladder emptying completely while she was sleeping. This has occurred 3 times and she did not wake up on any of the occasions. It was noted that she was taking medications for sleeping and that her device was working "wonderfully" for her. Information received from the healthcare professional reported that the patient was reprogrammed and confirmed the symptoms of lack of therapeutic effect. The device system was explanted and no patient injuries were reported.